Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had been working really well until last night where they needed to get up 4 times to use the bathroom. The patient did not clarify if the device had helped with their symptom control by at least 50% or not. During the report, the patient increased the simulation from 0.5 volts to 1.2 volts where it was felt comfortably. They were going to monitor their symptoms with the changed that was made and will follow up with their healthcare professional (hcp) if not resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the consumer. They were still having bladder leakage problems and the device had never worked. Stim was on p2 at 2.9 and they did not feel stimulation. When they did feel stim it was a burning sensation. They changed to p3 at 1.3. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received. The patient said they had not gotten 50% or greater relief of their bladder symptoms since implant. They said they had gotten very little relief. They said some days were beautiful and some were awful. They said they were on program 5 and they were having trouble. They switched to program 6 an hour prior to calling and they said they were pissing on themselves. They were on program 6 and they were going to leave it at 1.1 to see if they got results. It was noted they were feeling stimulation in the correct area at the time of the call. Patient was going to monitor symptoms to see if they improved. No further complications were reported or anticipated. Additional information was received from the patient. They reported that they will be having device removed because it was not effective in managing their symptoms. Patient inquired what they should do with handset/communicator. Patient services reviewed bringing equipment with her to the surgery and if healthcare professional (hcp) or manufacturer representative (rep) do not take it off their hands, they can call patient services to see if they have a need for it at that time.